Event description:
The customer reported that the insulin pump was stuck on the rewind and prime mode, and the insulin was squirting out without the numbers showing on the display. The customer stated that after the motor stopped the insulin did drip. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.